Manufacturer narrative:
G4: 16nov2020. B4: 16nov2020. The patient was transferred to another ventilator as a proactive reaction to the delayed alarm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer disconnected mask and hoses during ventilation to test the device and the reported issue was not confirmed. The reported issue could not be reproduced, and no failure was found with this device. No replacement parts were required and the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
It was reported to philips that the device would give patient disconnect interruption alarm very late. The customer stated when a comparison was done on another device in the clinic, the alarm seemed to come much earlier. The customer stated that in the error memory there are many low volume alarms. The customer stated that they had even removed the complete mask and also the hoses on the device and no alarm was triggered. The device was in use on a patient at the time of the event. There was no report of patient or user harm, however it was noted that the saturation of the patient did drop.